Event description:
Pt has a dry weight of 68.5 and pre weight was 68.8. Uf removal goal was set to o.8. This staff alleges that 2 hrs into treatment the pt had symptoms of cramping and vomiting. The staff contacted the physician and gave 800cc of normal saline. The pt was removed from dialysis about 45 minutes early. Machine displayed the correct uf goal of 0.8. Pt was weighted at 66.5 kg. Approx 2 kg below the target weight. Pt remained in clinic until stable and then went home at 2kg below dry weight. The pt returned for the next treatment at their normal dry weight. The pt is feeling fine now.